Event description:
It was reported that during a lap chole procedure, the clip initially loaded into the applier as expected and fired the first clip okay. The surgeon went to apply the second clip on the artery and the clip only half entered the jaws so the applier was removed from the abdomen and then fired to release the clip (this was difficult). The surgeon squeezed the trigger again to advance the clip. Applier introduced into the abdomen. The device fired as expected. The next clip once again only half entered the jaws so it had to be removed. The device was then fired as expected three times on the cystic duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lockout premature. The analysis results of the device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. However, the lockout mechanism was found to be non-functional. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling, the lockout posts were found to be broken evidences that a lockout premature occurred. A batch record review was performed and no anomalies were found during the manufacturing process.